Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and hub of the hemostasis sheath were returned. No other accessory components were returned. Visual inspection revealed that the hub of the hemostasis sheath was returned separately, and it was noted that the sheath was cut at the distal end of the hub. The collagen was found stuck into the hemostatic valve and the deployment sleeve was still in the forward lock position. The suture was still intact, connecting the carrier tube and hub of the hemostasis sheath. The bypass tube was found dislodged at the proximal end of the carrier tube assembly. The tamper tube completely exited the tube and was visible as well. No other visual anomalies were noted with the device. Force was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed since the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that while attempting to withdraw the device manually after a non-deployment pullout event. It is likely that the collagen could have been stuck in the hemostatic valve while attempting to separate the carrier tube assembly from the hemostasis sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor attempted to insert the angio-seal device after the procedure. Upon inserting the footplate and collagen in the delivery sheath the components would not advance. He then removed the sheath as well as the components and held pressure. The patient condition was stable, and the procedure outcome was successful. Additional information was received on 21aug2019. The procedure was transcatheter aortic valve replacement. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by a perclose.